Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte experienced leakage after it was discovered the needle pierced through the catheter.

Manufacturer narrative:
Investigation summary: the complaint is unconfirmed as no photo/samples received. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to confirm this incident. There was a CAPA raised for needle pierced through catheter in sp 2018 due to cpm breached action limit, CAPA#590840.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte experienced leakage after it was discovered the needle pierced through the catheter.